Event description:
It was reported patient had presented on approximately (B)(6) 2013 with recent history of intermittent fevers. Patient was admitted to pediatric service for extensive fever work-up. No definitive cause was found and patient was discharged home. Patient presented again to the ER (emergency room) on (B)(6) 2013 with continued intermittent fevers. Neurosurgeon inspected surgical incisions which showed no signs of infection. Neurosurgeon then aspirated through the side port of the pump and culture of aspirate showed ¿coag negative staph aureus¿. Pump and catheter were totally explanted along with remnant or remaining old catheter and patient's shunt. Patient was ultimately discharged home on oral medication and was indicated to be doing well. Drug delivered via the device was baclofen.

Manufacturer narrative:
Returned for analysis was the pump and catheters . Analysis of the pump revealed no anomaly, normal device function. Catheter 8782, serial# (B)(4) had no anomalies, acceptable testing. Catheter 8780 , s/n: (B)(4) was observed to be deformed in shape and-or abrasion, however per analysis did not affect infusion and was concluded to have no significant, acceptable testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.